Event description:
It was reported that when an asymptomatic patient presented remotely via merlin.net transmission, non-sustained lead noise due to post-paced t wave oversensing was observed. The patient did not receive therapy during the oversensing. Programming changes were made which resolved the oversensing issue. Patient was stable.